Event description:
It was reported that the device was explanted due to battery anomaly. No other information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.